Event description:
It was reported that the ilet bionic pancreas experienced frequent bluetooth disconnections between the ilet and the mobile app, requiring daily re-pairing and preventing successful data sync, and a replacement was initiated after troubleshooting steps including device and phone restarts and app reinstallation failed to sustain connection; this aligns with a failure to read input signals associated with the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a new or unknown interferent affecting bluetooth communication, with the problem categorized as a failure to read input signals involving the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.

Manufacturer narrative:
Initial.